Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, it was reported by an arthrex employee via sems-07048401 that an ar-1390c bio-comp interfscrw w/disp shth screw broke during surgery. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to misalignment, improper bone preparation, or prying and leveraging the device during insertion.